Event description:
It was reported that the patient underwent a transforaminal and a posterior approach fusion at l5-s1 using a peek cage and rhbmp-2/acs. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that, on (B)(6) 2005, patient underwent following procedure: posterior lumbar interbody fusion, l5-s1. Postoperative lumbar instrumentation, l5 to s1. Posterolateral arthrodesis, l5 to s1 pre-op and post-op diagnosis: lumbar spondylosis, l5-s1 per operative notes: ".. Based on our distraction of l5-s1 space to 12mm, we selected a 12mm height peek by 26mm long interbody graft. This was loaded with rhbmp-2/acs. The graft was placed through the interbody area.. Fluoroscopy confirmed proper placement.. There were no complications.."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.